Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified distal left circumflex. A 10mmx2.50mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, after pre-dilatation was performed with a non bsc balloon catheter, the wolverine cutting balloon was used. However, it was noted that the device failed to cross the lesion. After the physician attempted to cross the device after a while, the device was able to cross the lesion. However, it was further noted that at first inflation, the balloon ruptured at 12atm. The device was simply pulled out from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.